Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign: italy. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that outside of surgery the tube was cut, and the non-sterile side air connector that does not connect. There was no patient involvement. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.

Event description:
No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. The reported event could not be confirmed. Review of the most recent repair record identified no repairs related to the reported event. A definitive root cause cannot be determined. DHR was reviewed and no discrepancies related to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.